Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a critical battery alarm on (B)(6) 2017, involving bat319785 on power port 2. The battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. An internal investigation evaluated communication errors. Analysis revealed that a controller power-up and associated motor start event was logged. The data point prior to the loss of power revealed that bat320734 was connected to power port 1 with 54% rsoc and bat319785 was connected to power port 2 with 56% rsoc. The critical battery alarm occurred 41 seconds prior to the controller power up event, indicating that the estimated pump off time was less than one (1) minute. The alarm file revealed a vad disconnect alarm due to a physical disconnection of the driveline connector. Two (2) additional controller power up events were logged without an associated motor start event, indicating that the driveline was still not connected to the controller. No other discrepancies were noted during log file analysis. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed a loose power port one (1) connector. This observation is not related to the reported event. Based on an internal investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Based on the available information, the reported event was confirmed. The most likely root cause of the reported loss of power can be attributed to an accidental disconnection of both power sources during the critical battery alarm, given that the loss of power occurred shortly after the critical battery alarm. Of note, the controller, con103737, in use during the event did not have the software master record (smr) upgrade installed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was at home and reported to the ventricular assist device (vad) coordinator that there was a critical battery alarm with a full battery connected. The patient exchanged the battery but later that night had frequent alarms. They reported a continuous alarm at one point with a blank screen. The patient changed the controller to the back-up at home. The patient was seen at clinic and a new back up controller provided. Log files sent on the old controller. No patient complications have been reported as a result of this event.